Event description:
A user facility reported air outlet at the distal end of evis exera iii colonovideoscope. There were no reports of patient or user harm. The device was returned, and olympus repair center identified foreign material between the connecting tube and bending section cover adhesive. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation of the returned device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of distal end defect and air/water leak was confirmed. A leak was identified between the scope body and scope cover and bending section cover. The following additional findings were also noted: cracked scope cover, peeled label on the scope connector, cracked objective lens and light guide lens, and wrinkled connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported the malfunction was found during reprocessing. It was also noted the device was incorrectly reprocessed, however, it was not identified how / why.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and additional information obtained by the customer (identified via b3 and b5). A review of the device history record found no deviation that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely since reprocessing was not completed, the foreign material remained at the a-rubber section since leakage occurred there. However, the type of foreign material could not be identified, nor a specific cause for it. Olympus will continue to monitor the field performance for this device.